Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted as during revision surgery it was found that the fmt was not fixed properly. The patient received a stapes plastic prosthesis. Re-implantation will be considered in the future should the prosthesis not work sufficiently. This is a combined initial and final report.

Event description:
The patient reported having no benefit with the device. During surgery it was found that the fmt was not fixed properly. The device was explanted and the patient received a stapes plastic prosthesis. Re-implantation will be considered in the future should the prosthesis not work sufficiently.